Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. There was no trouble found with the device. It passed all testing. The customer was given information regarding battery maintenance and replacement. The batteries were replaced and the device was returned to service.

Event description:
The customer reported that during a patient event the device would not power on.